Event description:
It was reported that the patient experienced a lot of pain in the tailbone area near the leadwire. Additional information received from the hcp reported that the cause of the event was a dead battery and high resistance in the circuit. It was reported that all impedance measurements were high, the lead was broken, and the patient could not feel stimulation. The lead and ins were replaced and it was confirmed that all four electrodes were working. It was reported that the patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
Product ID 3889-28, lot# v534733, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (b)(4,) product type programmer, patient. (B)(4).